Manufacturer narrative:
Device evaluation the blb-024115 devices of lot number c1834084 involved in this complaint was no returned for evaluation, a document based investigation was carried out prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for blb-024115 of lot number c1834084 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1834084. It should be noted that the instructions for use (ifu0034-8) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. A definitive root cause could not be determined from the available information. Possible root causes may be attributed to the device being kinked during the transportation of the device. Another possible root cause may be attributed to the user technique of the wire not being loaded correctly on the handle. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did experience an adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The rep has been advised of a faulty forceps biopsy 2.4f 115cm b/load sgl use your part # g48240 serial # (B)(4). Further details requested. Updated as per complaint form received on (B)(6) 2021 jil01: the surgeon tested the bigopsy prior to insertion and felt that it felt stiff, but not necessarily faulty, and proceeded to use the product. While insitu the surgeon could not close the jaw of the bigopsy and tore the ureter because the jaw was open when trying to remove. The surgeon was very concerned about the patients condition following the case, but felt that he would recover well from the procedure and the tear to the ureter. The surgeon proceeded to finish the case. The patient had a stent insertion on the day and did not require any further treatment. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. An adverse effect due to this occurrence was reported as "torn ureter." The rep is still awaiting for the customer to answer the additional questions posted for this record and could only answer one of them: 6. Was the device functionality tested prior to use? Yes the device was tested and surgeon thought the mechanism felt a little stiff. However, she mentioned that the following additional statement given to her by the customer - "this case happened on monday (B)(6) 2021. The patient was admitted to baringa for a right pyeloscopy + biopsy +/- stent change. On the day of the procedure the surgeon was very concerned about the patient's condition following the case, but expressed to me that he felt that he would recover well from the procedure and the tear to the ureter. The surgeon proceeded to finish the case. The patient had a stent insertion on the day and did not require any further treatment (as far as I am aware). The surgeon told me that he did test the bigopsy prior to insertion and felt that the product felt stiff, but not necessarily faulty, and proceeded to use the product. After the case the surgeon explained to me that the product was stiff, when opening and closing the mechanism, and tore the ureter because he could not close the jaws of the bigopsy properly." Jil01 (B)(6) 2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold for as 02.14. The rep has been advised of a faulty forceps biopsy 2.4f 115cm b/load sgl use your part # g48240 serial # (B)(4). Further details requested. Updated as per complaint form received on (B)(6) 2021 jil01: the surgeon tested the bigopsy prior to insertion and felt that it felt stiff, but not necessarily faulty, and proceeded to use the product. While insitu the surgeon could not close the jaw of the bigopsy and tore the ureter because the jaw was open when trying to remove. The surgeon was very concerned about the patients condition following the case, but felt that he would recover well from the procedure and the tear to the ureter. The surgeon proceeded to finish the case. The patient had a stent insertion on the day and did not require any further treatment. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. An adverse effect due to this occurrence was reported as "torn ureter." The rep is still awaiting for the customer to answer the additional questions posted for this record and could only answer one of them: 6. Was the device functionality tested prior to use? Yes the device was tested and surgeon thought the mechanism felt a little stiff. However, she mentioned that the following additional statement given to her by the customer - "this case happened on monday (B)(6) 2021. The patient was admitted to baringa for a right pyeloscopy + biopsy +/- stent change. On the day of the procedure the surgeon was very concerned about the patients condition following the case, but expressed to me that he felt that he would recover well from the procedure and the tear to the ureter. The surgeon proceeded to finish the case. The patient had a stent insertion on the day and did not require any further treatment (as far as I am aware). The surgeon told me that he did test the bigopsy prior to insertion and felt that the product felt stiff, but not necessarily faulty, and proceeded to use the product. After the case the surgeon explained to me that the product was stiff, when opening and closing the mechanism, and tore the ureter because he could not close the jaws of the bigopsy properly." Jil01 (B)(6) 2021.